Event description:
Follow up information indicated the patient had surgery for ipg pocket relocation to the buttocks using extensions. Reportedly the patient's new ipg pocket is more comfortable and the patient is happy with the relocation of the ipg pocket.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was protruding and causing pain at the ipg site. It is unknown of the exact beginning of the issue. The patient met with the doctor and surgical intervention will be taken for a ipg pocket revision.